Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the plastic piece that holds the battery in was came off and insulin pump was off. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that the type of damage was broken pieces and location of damage was battery compartment entrance. Customer experienced high blood glucose. Customer assisted with troubleshooting and stated that the lip ring was not damaged. The customer was advised to discontinue use of the insulin pump and revert to the backup plan. Customer was advised that the insulin pump required to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No blank display anomaly noted during test. Device received with broken battery tube threads.(B)(4).